Manufacturer narrative:
The biomedical engineer (bme) reported that they cannot hear the audio alarms from the rns. They tried unplugging the cables in the back to try and get the speaker to come on. Nk ts advised that they power cycle the device, which resolved the issue. Nk ts also showed the bme how to change the volume. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that they cannot hear the audio alarms from the rns.